Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the monitor board. The monitor board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 57-year-old female patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.